Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a small cut was observed in the tubing approximately 1 cm below the drip chamber. The reported problem was verified. A CAPA has been opened for this issue. The cause of the problem is due to the centering grippers responsible for inserting the tubing onto the chamber. As a result all sharp edges have been removed from conveyor systems and alternate designs for grippers are being analyzed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flogard solution set leaked from the tubing at the bottom the drip chamber. This occurred during priming. There was no patient involvement. No additional information is available.